Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received multiple unexpected restart alarms and external ram error alarm. The customer also reported that they completely lost all the settings. The customer's blood glucose was 108 mg/dl at the time of incident. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
No external ram crc alarm was noted. The pump alarmed unexpected restart and had an erased memory after the battery change due to a faulty component on the interface board. The pump passed the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump had a cracked reservoir tube lip.